Manufacturer narrative:
In use at the time of the event:cgm model: unknown.mobile os: unknown.

Event description:
It was reported that customer experienced decreased battery performance requiring charging every two days instead of every five days. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was informed that pump warranty had expired and pump could not be repaired or replaced, and no additional actions were documented beyond recording issues in customer record.